Event description:
It was reported that the customer's insulin pump alarmed motor error several times during bolus. Troubleshooting was performed, and the device passed the displacement and self tests. Advised the mother to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor passed the motor test.